Event description:
A 3.5mm diameter x 12mm length endeavor rx drug-eluting coronary stent was deployed in a patient with cardiac angina. The target lesion, located in the lad #6 was described at bifurcation and exhibiting 75% stenosis. No issues were reported during deployment of relevant stent. It was reported that two days post deployment, the patient presented with chest pain and in shock state. Cag confirmed thrombus in the lad # 6-8. As using pcps and iabp, aspiration of thrombus was performed then two driver rx coronary stents were deployed; however, it is reported that the function of inferior wall decreased and function of lateral wall became weak also, only the lad part of the coronary worked, and the patient died of cardiopulmonary arrest. As stated in communications from the account, the relevant stent was deployed overlapping a previously deployed bare metal stent at a bifurcation in the lad #6 and lad#7 and while it is suggested that this may have impacted on the reported event, this cannot be confirmed. The device has not been returned for evaluation. Based on the information available, the device has not been identified as the root cause of the stent thrombosis and patient's death. The relevant stent was deployed at bifurcation in a lesion adjacent to a previously deployed bms stent. Use in this situation, contraindicates the recommendations in the product IFU. Stent thrombosis and death are also listed as an inherent risk of a pci procedure.

Manufacturer narrative:
Secondary intervention: thrombus aspiration, two driver rx coronary stents were deployed. Evaluation results: stent thrombosis, death; the use of this device is contraindicated in lesions located at bifurcation.